Event description:
Per the surgeon's report, this patient had swelling, granulation tissue and fluid around the implant site a year after cochlear implantation. A culture showed this to be a non-resistant strain of staph aureus. The patient was admitted to the hospital for 2 1/2 weeks for IV antibiotic treatment with clindamycin and cephazolin via a PICC line. The clinical signs of the infection resolved quickly. However, a possible prolonged allergic reaction was evident. The patient has now been discharged with a PICC line with cephtriaxone for one month and oral clindamycin to be continued indefintely.